Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossing over. A technical support specialist performed to check that messages were crossing over to the server, it was communicating, there was no uploads or downloads issue, checked that the affected patient on the server, it stated that it was admitted, and the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all orders and patient are not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.